Event description:
Additional information was received from the patient. They reported that the cause of the stimulation shutting off was unknown. They reported they put in a new battery on (B)(6) 2021 to resolve the issue (it was noted this is the implant date of the current ins). It was noted the device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night, the patient felt their stimulation shut off and it now had a heavy feeling to it. They then stated they had not felt stimulation run for a about a day and a half now. The patient confirmed they did not have any falls nor trauma. The caller was advised to attempt to communicate with the implant, but the handset would not power up. The patient had not charged the handset since they got the device. The caller plugged in the handset and confirmed it was showing low and needed to be charged. The issue was not resolved through troubleshooting. The caller was redirected to call back to continue troubleshooting once the handset had been charged.